Manufacturer narrative:
Evaluation of the returned velocity confirmed a mid-shaft fracture. Evaluation revealed that the distal tip and the markerband were ovalized. If the velocity is forcefully gripped or pinched during use, damage such as this may occur. This damage likely contributed to the resistance experience during the procedure. If the device is advanced against the resistance at an extreme angle, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and a non-penumbra catheter. During the procedure, the physician experienced resistance while inserting the velocity into the catheter. Subsequently, the physician broke the velocity outside of the patient. Therefore, the velocity was removed. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.